Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had unexplained high blood glucose of over 300mg/dl. Customer stated that his insulin pump has a recurring no delivery alarm and he does not have a back-up plan. Customer stated that he is going to the hospital for the high blood glucose. Nothing further was reported.